Manufacturer narrative:
For product ID: nim4cm01, serial/lot #: (B)(6) , UDI#: (B)(4) : h6: code updated, previously applied code fdc d16 is no longer applicable and fdc code d20 is now applicable. For product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4), product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4): h6: code updated, previously applied code fdc d16 is no longer applicable and fdc code d02 is now applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
For product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4); further analysis concluded that afe pcba was also defective. H6: fdr code c0201 is now applicable. For product ID: nim4cpb1, serial/lot #: (B)(6), UDI#: (B)(4) further analysis concluded that the radio firmware was not correct, updated. H6: fdr code c10 and img code g02008 is now applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the nim system is giving multiple error codes and very noisy. There was no patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4) ; analysis of this device was completed and concluded that the unit was presented with sw:(v1.7.5), incorrect radio firmware , broken afe pcba channel 1 electrode pins, a worn fuse decal and fully charged batteries. H6: fdm b01, fdr c10 / c0601 & img g02005 / g02008 / g04080 codes are applicable. Product ID: nim4cpb1, serial/lot #: (B)(6) , UDI#: (B)(4), analysis of this device was completed and concluded that there were loose pins on afe pcb , aged batteries and worn out decal for lid. H6: fdm b01 , fdr c07 / c0601 & img g02005 / g02002 / g04080 codes are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.